Event description:
It was reported that the patient had to recharge more frequently since (B)(6) 2014. The patient could not keep a connection with the recharger. The patient reported a loss of therapeutic effect. The patient had been in more pain for 3 weeks prior to report. The patient saw the healthcare professional (hcp) about this issue and the hcp recommended primary cell vs a rechargeable implantable neurostimulator (ins). The patient reported that they had to charge every other day and it was not holding a charge. The patient would charge the device and 2 or 3 days later would not feel stimulation as strong so the patient would recharge again. The patient did not let the device go empty and checked the device weekly and noticed that it was not holding a charge at all. The battery would be all the way down by the end of the week. The patient reported that it was very hard to charge because she had to sit still in order for the implantable neurostimulator recharger (insr) antenna to stay in place. On the day of report the patient reported that on (B)(6) she had to charge twice a week and currently she had to charge every 2 days. The patient stated that normally her pain w as controlled 90 percent with the device and medication, however the battery inside of her and the whole side of the ¿crease¿ while she was sitting was sore. It was noted that on the other day the patient¿s body was hot/warm to the touch. The patient had a slight fever so they took motrin. On christmas eve the patient noticed that the pain was even more so she took her medication and spent christmas day never getting out of her pajamas. It was noted that it hurt to sit and they had to lay flat, everything was uncomfortable there and there was nothing she could do. The patient reported that she charged it because it had 4 squares all dark so they needed 3 squares. The patient tried to get it to completely charge the whole entire day then went back to work on (B)(6) 2014 and noticed that she had it on but noticed the stimulation was fading. The patient reported that she went to the bathroom, put it back on, and tried to increase the volume of stimulation up to 200 or something and could barely feel it. The patient went to charge and it was down to one square. The patient reported that she told the healthcare professional (hcp) on the last visit and they said she may need to change to a non-rechargeable battery since the patient had problems recharging and had pain because it was not charged. The patient reported that on the morning of report she checked it and it was at half point by the time she got to work and noticed stimulation was fading again and it was down to one square.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).